Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that product continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and product; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media in which a low reading issue with the abbott diabetes care (adc) device was reported. The customer received a low scan of 63 mg/dl on the adc device compared to unspecified scan results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Based on the adc device scan, the customer was provided apple juice and sugary foods from the caregiver for treatment. After an hour of treatment, the customer's glucose had "dropped to 52 mg/dl". It is unknown what meter the result of 52 mg/dl was obtained. The customer went to the hospital where a glucose result of 450 mg/dl was obtained. It is further reported that the customer experienced a medical event however, details of the medical intervention was not provided by the customer. Adc customer is unable to gather additional information as no contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.